Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call indicating that patient insulin pump had damage. Customer's blood glucose at time of incident was 400 mg/dl. Customer stated that there is crack and chip by the reservoir compartment. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl.

Manufacturer narrative:
The pump passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart and all operating currents were normal. The pump was received with minor scratches on the display window, a cracked display window corner, a cracked case at the display window corners, a broken reservoir tube lip, a missing black o-ring/seal from inside the reservoir tube, a cracked reservoir tube window thru the reservoir tube and cracked battery tube threads.